Event description:
Healthcare professional reported via device tracking "right side removal was noted as "rupture¿. Device explanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported via device tracking "right side removal was noted as "rupture¿. Device explanted. Right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.3.